Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report several no delivery alarms and motor error alarms, and the insulin pump made an odd sound during rewind. The customer's blood glucose reading was 167 mg/dl. No further details were provided.